Manufacturer narrative:
(B)(4) lead implanted: (B)(6) 2014, (B)(4) lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing difficulty during the healing process after the cardiac resynchronization therapy defibrillator (crt-d) implant. The wound was not fully healing and the patient experienced a hematoma. The device pocket was revised and the device was moved medially. The crt-d remains in use. No further patient complications have been reported as a result of this event.